Event description:
It was reported that the trek was being removed from the hoop when the proximal shaft separated in two pieces 5 cm from the hub. No resistance was noted during removal of the trek from the hoop. There was no damage noted to the hoop. There was no patient involvement and no report of a clinically significant delay in procedure. Another trek was used without further incident. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of an issue/observation caused by or related to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.